Manufacturer narrative:
Several attempts to obtain further details regarding the event from the facility have been unsuccessful. If further information is made available, a follow-up report will be submitted. Placeholder.

Event description:
This was a lead extraction procedure using an lead locking device (lld) and a 16f glidelight to extract. An svc tear occurred during the procedure. Resuscitation measures were initiated, including a sternotomy, however, the patient was considered clinically brain dead and was not expected to survive. Further details were not available from the facility. The status of patient at this time is also unknown.